Manufacturer narrative:
Concomitant medical products: logic cr femoral por, left, sz 2.5 (cat# 02-010-04-0225 / serial# (B)(4). Lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525 / serial# (B)(4). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5 yr postop the initial rtka this (B)(6) y/o female patient experienced poly wear and osteolysis behind femur. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
(H3) the revision reported was likely the result of mechanical overload on the medial side of the joint and subsequent increased third body wear of the tibial insert. The wear may have been precipitated by osteolysis, which was reportedly present behind the femoral component. Excessive tibial slope, incomplete seating of the tibial insert at the time of the original surgery and/or pcl tension issues may be contributing factors to the polyethylene wear. However, this cannot be confirmed as radiographs were not available for review and additional information was not available. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.